Manufacturer narrative:
Concomitant: product ID 977a275, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a275, serial# (B)(4), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having the device explanted on the day of report due to an infection at the spinal cord stimulation (scs) pocket site. No culture results or specific organisms were noted. No patient outcome was available, no device issues were reported, and a supplemental report will be submitted if additional information is received.

Event description:
Additional information received reported the patient recovered and was doing fine. If additional information is received, a supplemental report will be submitted.